Manufacturer narrative:
Lot number unk as not provided by reporter. Catalog number unk as not provided by reporter. Expiration date unk as lot number is unk. (B)(4). Event is still under investigation.

Event description:
A male pt with a coil placed over 20 years ago contacted the rep, a few weeks ago saying he had pain in the leg for years. The rep advised him to consult the professor at a specific facility. The professor told the pt that the coil was not placed where it was supposed to be. The pt had a surgery to get the coil removed and no longer has leg pains.